Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report errors upon power up. The csr noted that one of the consoles had no error and there was a message for a software update. The technical support engineer (tse) reviewed the system logs and identified 297 errors related to a software mismatch. The errant console was identified and disconnected, after which, the system booted up normally without the second console connected. The csr confirmed that they would be able to use the system as a single console system for the day's procedures. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse connected to the system through local host connection and observed golden image messages in the nodes. The fse performed system programming, rebooted, and powered up surgeon side console (ssc) with the system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a software coding issue.